Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on an unreported date for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (1g, route, frequency and duration not reported), meropenem (1g, route, frequency and duration not reported), and amikacin (125mg, route, frequency and duration not reported). The patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.